Manufacturer narrative:
Pentax video colonoscope model ec38-i10cf2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. UDI# is not applicable because the device is not marketed in us. Evaluation summary: it was caused due to the fluid invation from the loosened lg plug.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Spot in the image. A/w connector at lg-plug leaky. Connecting screws loosened. Moisture inside the lg-plug, image disturbance.